Event description:
On 2/6/97, the facility spd manager contacted a MFR sales rep. And reported that the device catheter broke and was removed. The MFR sales rep will obtain add'l info on this event on 2/7/97 when he visits with the facility.